Manufacturer narrative:
To date, the patient is doing fine and is scheduled to have the crown re-cemented in the near future. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient experienced the debonding of a crown approximately two (2) weeks after placement with mojo cement in shade dark.